Event description:
It was reported that during the implant procedure, the lead top had a semi-transparent and "white cloudy" contamination after being removed from the packaging. The physician opted to use another lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that there appears to be dried, white steriod substance on the helix. A steriod solution is applied to the helix during manufacturing. This is within specification and does not affect the performance of the lead.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.